Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found that silicone material was found inside all set screw hex cavities. This material prevented full insertion of the torque driver in the hex cavity. When pressure was applied to tighten the set screw, the hex cavity was stripped resulting in difficulty to tighten the set screw. Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
This report is to advise of an event observed during analysis.